Event description:
It was reported that on (B)(6) 2025, a 21mm sjm masters series hemodynamic plus valve was chosen for a procedure. During procedure, the valve was installed and checked the valve function using valve testers. It was noted that the valve was not functioning completely. The valve opened very slowly and did not retract. A new 21mm sjm masters series hemodynamic plus valve was chosen and implanted successfully. After the procedure, the patient was hemodynamically stable. Two days after the procedure, the patient was reported passed away. The physician mentioned the patient died due to his health condition prior to surgery. The cause of death was heart failure

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of incomplete coaptation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a